Manufacturer narrative:
Patient medications include but are not limited to: statin, betablockers, ace inhibitors, tgu313115. The information provided in this report was collected by the (B)(6) for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore; or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and date of event have been estimated as only the year was provided. As lot number(s) were unavailable a UDI and device history review were not provided. According to the instructions for use, for the gore® tag® thoracic endoprosthesis, adverse events that may occur include, but are not limited to include: reoperation. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent emergent endovascular treatment for a chronic dissection extending from zone 3 to zone 11. The primary entry tear was located in zone 3. Two conformable gore® tag® thoracic endoprostheses (tgu313115 x 2) were advanced and implanted successfully to cover the primary entry tear. The left subclavian artery was intentionally partially covered during the procedure. The patient underwent follow up visits on unknown post operative day(s) pod: 7, 23, 27, 432. On an unknown follow up date, approximately pod 23; false lumen perfusion distal to the treated aorta from an unknown source, and a type ii endoleak originating from a branch vessel were identified. The maximum aortic diameter (area unknown) measured 42 mm. On an unknown follow up date, approximately pod 27; the patient underwent reintervention wherein coil embolization was performed and 29 coils were placed to treat the type ii endoleak. On an unknown follow up date, approximately pod 175; the patient underwent reintervention wherein coil embolization was performed and additional coils were placed within the flow lumen. On an unknown follow up date, approximately pod 483; the maximum aortic diameter (area unknown) measured 48 mm and there was no endoleak present. There was no aortic enlargement within the treated area; or extension of the dissection reported.